Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older.

Event description:
Reportable based on device analysis completed on 02-nov-2018. It was reported that crossing difficulties were encountered. The tight target lesion was located in the left circumflex artery with bend. After pre-dilation, a 3.00x32mm promus element plus drug-eluting stent was advanced, but failed to cross the lesion. The procedure was completed with a different device. No serious injury or adverse event were reported and the patient's status was stable. However, returned device analysis revealed hypotube detached/separated. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured, this is within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no damage. A visual and tactile examination of the hypotube found multiple kinks along the full length of the catheter. A hypotube break was also noted 221mm from the distal end of the strain relief measured using a ruler. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.